Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g4, g7, h2, and h10 corrected information can be found in the following field: h3 field h3 (device return to MFR for eval) was blank on initial MDR and should have been captured as "yes".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the permanent cautery hook (420184-11/n10180410 242) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sh2203. The alleged event occurred on the instrument's final use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Additional technical review is not required as there was no error related to the issue. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the instrument was broken. There was no report of fragment(s) falling inside the patient. There was no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the nurse described the instrument did not respond smoothly when the operator used its articulation. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospitals privacy policy.